Event description:
The customer reported the instrument was generating an ambient/lyse temperature errors messages and blue fluid leaked underneath the coulter lh 500 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the reported event and resolved it by replacing a worn tubing through pinch valve (pv37). The fse verified the instrument and the instrument was returned to normal operation. (B)(4).